Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in the adapter strain relief kink resistant tubing (krt) junction that was the result of sharp instrument damage consistent with explant damage; hole was present. Cylinder 1 has a leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of infection, inflammation and discomfort are included in the product labeling and hazard analysis. An investigation conclusion code of caused traced to component failure was chosen for the pump, as product investigation identified device malfunction with the returned pump.

Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis(ipp) due to an infection, inflammation of the scrotum and patient discomfort. The reservoir was not removed and a spectra product was implanted to replace the device. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis(ipp) due to an infection, inflammation of the scrotum and patient discomfort. The reservoir was not removed and a spectra product was implanted to replace the device. A patient outcome of stable was reported.